Event description:
The user facility reported a 52-year-old female patient of unknown race and ethnicity in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that when attempting to wean the patient from bypass, the implanted impella cp pump could not obtain reliable flow rates at p2 without suction alarms. Despite undertaking proper troubleshooting steps, the low flow rates continued, and the decision was made to explant the pump. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device was not returned for investigation. Data logs were reviewed which showed many positioning alarms occurred in aorta and left ventricle. Suction alarms observed at the end of the case with low flows at p-2. No motor current spikes were found. Positioning alarms were not correlated to the low flow issue. The cause of the low pump flow issue was not determined since product was not returned and inconclusive evidence based on log, clinical review. The cause of the positioning issue most likely was use related due to improper technique.